Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. H10 additional narrative: d9, h3, h6: the actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
UDI: (B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported by the affiliate in (B)(6) that during an arthroscopic rotator cuff repair surgery on (B)(6) 2021, it was observed that the metal return electrode component on the vapr tripolar 90 suction electrode device had come off and stayed in the patient¿s body. It was further reported that the electric leakage resulted in the tip on the device to break off as well. According to the report, there was no tissue damage or burns that occurred as a result of the leakage. It was reported that the absence of remnants of damaged fragments in the body has been confirmed by x-ray. The procedure was delayed less than 30 minutes. There were no adverse patient consequences reported. No additional information was provided.

Manufacturer narrative:
This report is being submitted in pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by mitek or its employees that the report constitutes an admission that the device, mitek, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the device was received and evaluated. Visual inspection revealed that the cable is in good condition as well as the connector and pins. The suction tube shows saline residues. The active tip was found to be separated from the shaft due to the breakage, the electrode will be sent to the manufacturer for further analysis. Manufacturer evaluation result for vapr tripolar 90 suction elect: the device was not returned in its original packaging. The distal end (active tip & ceramic) have become detached. The ceramic and active tip have not been returned. The distal section of the active suction tube, where the active tip is usually welded to has evidence of damage / twisting. Due to the condition of the returned device no electrical or functional tests were performed. Manufacturer summary: the investigation confirmed the electrode tip had become detached as reported by the end user. This failure mode seen is consistent with previous complaints which have already been further investigated under a CAPA. A DHR review has been performed for the complaint device lot number u2102092; no issues (ncrs or deviations) with the manufacturing process have been indicated at this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to monitor additional complaint information for potential safety signals through complaint trending as part of post market surveillance.